Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the adapter of the infusion device was not attached correctly and a "significant" amount of air was visible in the infusion tubing. The patient was hospitalized for hyperglycemia. The patient had symptoms of vomiting, dizziness, fatigue, and frequent urination. The blood glucose result was 26.3 mmol/l on an unknown device. The parents of the patient took him to the hospital. The blood glucose result was 21.3 mmol/l when arriving at the hospital. The patient was treated with insulin via pen. The patient was in the hospital from 7:15 a.m. To 4:30 p.m. The adapter is not expected to be returned for product evaluation.